Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an agent (dcb) balloon catheter. The device was microscopically and visually examined. The hypotube was separated 24.4cm from the strain relief. At 2.6cm from the distal separation of the hypotube there was a kink. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and there was contrast and blood in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink as there was a kink. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that a shaft kink occurred. A percutaneous coronary intervention was performed on a 75% in stent restenosed, severely tortuous, and severely calcified lesion. Following predilatation, a 3.00mm x 20.00mm agent dcb balloon was advanced, but a mid shaft kink occurred due to angulation when crossing the lesion. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. However, returned device analysis revealed a shaft separation.